Manufacturer narrative:
(B)(4). Although requested, the serial number of the ventilator was not provided therefore the device manufacture date is unknown.

Event description:
It was reported that, while in use on a patient, the ht70 ventilator's mixer generated an abnormal noise. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
(B)(4). The customer returned a mixer. An investigation was performed on the returned component; however, the alleged malfunction could not be confirmed.the customer had replaced the mixer and the ventilator was returned to use.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.